Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The patient's blood glucose levels were noted at 10 mmol/l (180 mg/dl). The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. An 0xd7 hazard alarm was generated at the conclusion of first prime, indicating power on reset was detected while running. Corrosion was observed on the middle battery, but the root cause could not be determined. The cause of the 0xd7 alarm and subsequent needle mechanism failure could not be conclusively determined. It could not be determined if the observed battery corrosion is related to the generation of the 0xd7 alarm.